Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "full breast capsule," baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles on the shell, crease fold and the weight the device within specification. A microscopic analysis was performed which identified one striated opening on the anterior side. Based on the device analysis, the final assessment is one striated opening due to surgical damage consistent with the use of some surgical tool. Additional, corrected, and/or changed data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side "full breast capsule," baker grade IV. Device has been explanted.